Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient needing an impella 5.0 device for mechanical circulatory support due to cardiomyopathy. While on support the patient had access site bleeding around the sheath. The patient was sent to the operating room to resolve the tissue bleeding. The patient was successfully weaned from the impella and the device explanted.